Manufacturer narrative:
Device was used for treatment not for diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013 a surgeon in (B)(6) reported to the synthes sales representative that a dhs lag screw he was using did not slide through the barrel of the plate, so he had to remove the lag screw and use a new one. This is report 1 of 1 for complaint (B)(4).